Event description:
During evaluation by baxter an infusor pump went into constant alarm while running. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The condition of, pump went into constant alarm while running, was confirmed through evaluation. The condition was caused by a faulty mpu (master processing unit) board. The mpu board was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been serviced by baxter prior to this event. No exception was observed during manufacturing. (B)(4).